Event description:
It was reported that during initial implant of the implantable pulse generator (ipg), the two set screws were found in the atrial grommet. The physician secured one of the set screws in the right ventricular (rv) lead grommet as a test and could not loosen the screw to place the lead. The ipg was not used and a different device was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed and no anomalies were found. The returned device indicated foreign material on set screw. (B)(4).